Event description:
Customer reported receiving erratic readings on their adc blood glucose monitor. Customer reported receiving readings of 420 mg/dl, 126 mg/dl, 90 mg/dl and 326 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Event description:
This is a spontaneous report by a nurse from the USA regarding peritonitis in a (B)(6) female homechoice peritoneal dialysis (pd) patient. During a call with baxter customer service, the patient's nurse reported the following information. On an unreported date in 2010, the patient developed pain in the stomach. On (B)(6)2010, the patient was diagnosed and hospitalized for peritonitis. A peritoneal effluent culture was performed which revealed (B)(6). It was unreported whether treatment was provided for the peritonitis. On (B)(6)2010, the patient was discharged from the hospital. At the time of reporting, pd therapy was ongoing and the patient was recovering from the peritonitis. Medical history was significant for end stage renal disease (esrd) and hypertension. Per the nurse, the peritonitis was unrelated to pd therapy.

Manufacturer narrative:
(B)(4)as the date of onset of this peritonitis episode is unknown and patient discards supplies after each therapy, the sample was not requested.

Manufacturer narrative:
(B)(4). A batch review was performed for potentially associated lots for the cassette (h10g09020, h10f02084) with no issues noted during the manufacturing process. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.